Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg site which ceases when stimulation is turned off. The sjm rep met with the pt and indicated the pt is receiving adequate stimulation, but the pain persists. The pt is receiving injections for pain management.